Event description:
A decanulation was reported while using the dale 242 blue tracheostomy tube holder. The baby was under medical supervision at a pesiatric rehabilitation center. The tracheostomy tube was reinserted with positive outcomes.

Manufacturer narrative:
Facility continues to use this product, dale 242 blue tracheostomy tube holder.